Manufacturer narrative:
No product is being returned for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap fundoplication event description: in a trocar, a piece of the sleeve must be broken during surgery. The patient has postoperative problems because, according to my information, pus came out of the wound. A piece of plastic could be recovered from the trocar. Unfortunately, the customer has not kept any packaging or trocar. I will receive further detailed information from dr. [] additional information received from team member via email on 15jun2018: translation: mrs. (B)(6), laparosc. Fundoplication on (B)(6) 2018. Two (2) weeks postoperatively wound (with puss) in the trocar access site, then removal of a piece of plastic that comes from the end of the trocar. Intra-operative, nothing was noticed, the trocar could not be asserved. No product return - picture available. Additional information received from team member via text from dr. [] on 18jun2018: I've just received more information about patient status. "The wound has not healed yet, may need a small intervention even the wound is revised and sewn again. " patient status: "the wound has not healed yet, may need a small intervention even the wound is revised and sewn again. "

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided by the complainant. Visual inspection of the photo confirmed the complainant's experience of cannula tip fracture. Applied medical has reviewed the details surrounding the event and related products. In the absence of the event unit, it is difficult to determine the exact root cause of the cannula tip fracture. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Event description: additional information received from sales representative via email on 28jun2018 : the geometry of the piece of plastic that was retrieved from the patient matched exactly with the tip of the cannula. There are no pictures available of the broken off fragment the surgeon did not notice anything different while using the trocar. Patient status: additional information received from sales representative via email on 30jul2018: after 3.5 weeks of trocar dysfunction-related wound treatment the wound of the patient healed.